Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument was received for failure analysis. The instrument was analyzed and found to have a detached main tube. The device was delivered in several parts, with the distal tip completely detached from the device. All cables were cut. The main shaft of the instrument was delivered plugged in the wrong way around. The instrument was found to have a fully broken distal pitch cable at the transition from the main tube to the distal tip. There was no discoloration, corrosion, or contamination on the cable. Additionally, the instrument was found to have a fully broken grip cable at the transition from the main tube to the distal tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a cadiere forceps instrument broke off and fell under the patient's liver. The surgeon retrieved the fragment during the same surgical procedure which was converted to traditional laparoscopic surgery for an unspecified reason.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument for failure analysis evaluation. However, as of the date of this report, the failure analysis investigation has not been completed.